Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl. Reportedly, the cartridge had been in use for more than 72 hours with novolog insulin. Customer consumed carbohydrates to address the issue and went to the emergency room. Customer was subsequently admitted to the hospital and treated with intravenous fluids of saline and "sugar drip". Customer was discharged on (B)(6) 2025 with the issue resolved and no permanent damage. Tandem technical support educated the customer on insulin labeling. Date of event is approximate. The customer continued to use the pump for insulin therapy.